Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant procedure, a synchronous shock was delivered and the induced ventricular fibrillation (vf) successfully converted; however, the shock impedance measurement was not displayed as it was too high. No adverse patient effects were reported. Data and x-ray imaging were provided and reviewed by technical services who concluded that this was most likely due to entrapped air and would self resolve. To date, no intervention has been taken and no further complications reported. It was concluded that during the next patient follow-up, a detailed x-ray picture, perpendicular to the implanted device, be obtained to further evaluate and reassure mechanical connection.